Manufacturer narrative:
H3: the pump was returned and analysis determined that the device passed all testing in the laboratory and no anomalies were identified. The catheter was returned and visual inspection of the sutureless connector (sc) identified coring and tearing in the cup of the con nector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID; 8781, lot#: none, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (500 mcg/ml at 600 mcg/day) via an implantable pump for intractable spasticity. It was reported that one month after the patient's implant they started having weekly, predictable days of withdrawal and this occurred every tuesday and every friday. The patient's family ruled everything out in regards to daily activities and other factors such as poor health. They tried to increase the concentration from 500 mcg/ml to 2000 mcg/ml but the symptoms of withdrawal got worse so they went back down to 500 mcg/ml. The patient's family stated they thought of every possible reason environmentally and denied that anything they were doing or reacting to was causing these symptoms. The pump had never alarmed and a dye study was performed of the catheter which was normal. Troubleshooting had been done, including pump interrogation/log analysis and an evaluation of strong electromagnetic interference in the environment, but nothing resulted conclusive. There were no motor stalls or alerts when the pump was interrogated. The healthcare provider (hcp) decided to do a full system replacement. When the hcp explanted the catheter they cut it into pieces and clamped off one end, then attempted to push fluid through the catheter and no leaks were found within the catheter. During the implant, the hcp was unable to advance the new catheter past t10. The hcp stated that looking at x-rays and magnetic resonance imaging, there was no reason for the resistance but when they tried to thread the catheter through this area they received complete blockage. The hcp was then made aware that the patient had an unrelated spinal procedure performed at precisely this exact location in the past. The explanted p ump and catheter would be returned for analysis and the patient's father indicated that they wanted a copy of the analysis report. Additional information was received from the company representative who reported that the cause of being unable to advance the new catheter past t10 was likely due to scar tissue from the patient's spinal surgery in the past. It felt like the catheter was hitting a ¿wall¿ even with the stylet inside of the catheter so the hcp had to pull both needle and catheter out and restart. They left it at t10 but attempted to advance the needle and was able to wiggle it just below the space between t9 and t10. The patient's withdrawal symptoms were thought to have resolved as the rep had not heard from the clinic that the patient was having further issues. The devices were currently at pathology at the hospital and then will be sent back for analysis.